Event description:
It was reported that the dosing handset connector on the pump side did not work. During physical inspection, it was found that the downstream occlusion seal peeled. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to a bent remote dose connector. As a result, the remote dose connector and the downstream occlusion bezel, seal and sensor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.